Manufacturer narrative:
The company service representative examined the system and could not duplicate the problem reported. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unk at this time. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "delay in the case" (no code available). Product problem(s): "system message occurred" (error message given), "system locked up" (operating system becomes non-functional). An engineer reported a system message occurred during surgery and the system stopped functioning and locked up. The system was switched out to complete the case, causing 10 minutes delay. No pt injury was reported.